Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach while in-vivo.

Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture. It was further noted that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.